Event description:
A customer contacted global technical services (gts) regarding fluid leaking from the bottom of a tina single pump machine during programming/set up. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
Per the audiologist, the patient reported chronic pain at the site of the fixture. The physician indicated there were no signs of infection or issues around the site. The device was explanted (B) (6), 2010 and there are no plans to reimplant.

Manufacturer narrative:
(B) (4).